Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6), 2010, the patient contacted animas alleging that she was hospitalized as a result of the battery cap spring falling off a pump. The patient indicated that (B)(6), 2010, she changed the pump's battery and at that time the battery cap appeared to be intact. At an unspecified time during the morning of (B)(6), 2010, the patient claimed that she removed the battery cap and at that point, the spring allegedly fell out. The patient claimed that she was unable to find the spring. That same morning at 3:00am, the patient claimed that she woke with a blood glucose level of "371 mg/dl" and "large ketones." It is unclear if the battery cap spring fell out before or after she tested with "large ketones." The patient went to a hospital that same morning at an unknown time and was reportedly admitted with a diagnosis of dka. The patient was treated with an insulin drip. The patient indicated that the battery cap was secured until the point of resistance but the yellow o-ring was still visible. The patient also indicated that the threads on the battery cap and in the battery compartment were intact. No cracks were observed on the pump. This complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized and treated for hyperglycemia as a result of the battery cap spring falling off.